Event description:
Pt had severe triple-vessel coronary artery disease with severely impaired left ventricular function. Recanalization of the rca was undertaken in 8/98 with a stent implantation, together with recanalization of the rcx, also with a stent implantation, followed by a further dilation of the rca in the same month. Ptca of the rca was again performed in 12/98 with a further stent implantation and further ptca of the rcx. Pt was readmitted due to occlusion of the peripheral rca in front of the crux and several stenoses in the proximal and medial region of the rca, in addition to subtotal stenosis of the proximal circumflex artery. Several proximal stenosis of the lad was also found. Despite existing indication for surgery, the pt refused to undergo the bypass operation. Therefore, the rotablator procedure was performed. During removal of the device, the guide wire began rotating and injured the vessel. The pt's blood pressure decreased and pt subsequently died.